Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000119933.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced. The investigation did not determine which lead had migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.